Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if the bent cannula, unsure properly inserted cannula or any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was transported by ambulance to the emergency room at rosebud hospital with diabetic ketoacidosis (dka) on(B)(6) , 2026. The patient's blood glucose levels rose to 26 mmol/l (468 mg/dl) with a ketone level of 3 mmol/l while wearing the pod for approximately 5 to 24 hours. The patient reported the pod was found with a kinked cannula, the adhesive not sticking well to the skin, and the cannula was not properly inserted into the infusion site (abdomen). The faulty pod was removed, a new pod was applied, and a correction bolus was administered; however, the patient¿s blood glucose continued to rise and symptoms progressed. Reported symptoms included hyperglycemia, nausea, dizziness, blurred vision, malaise and tachycardia (130 bpm). The patient stated that monitoring and blood tests were performed in the emergency room, but no additional treatment was provided. The patient later confirmed stability and that the newly applied pod was functioning properly. The patient remained in the emergency room for approximately 5 to 6 hours before leaving the same day.